Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the act button on the insulin pump was not working or sometimes working intermittently. Customer went to have his settings changed by his educator and they were unable to bring up the main menu with the act button. No further information reported.